Manufacturer narrative:
Concomitant medical products: d314trg device, implanted: (B)(6) 2013, explanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a confirmed lead fracture, along with oversensing of sensing integrity counter (sic) and noise. The rv lead was capped and the physician chose to utilize the existing low-voltage rv pacing lead with a bi-ventricular pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.